Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced board assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The board was analyzed and visually inspected, where no issues were found. Upon review of the error logs, a 307 error was found pointing towards the board. The complaint was confirmed based on failure analysis via lighthouse error logs. The probable root cause of the communication errors leading to error 307 is attributed to a component failure of the board.

Event description:
It was reported that during a training/demo of the da vinci system, the user experienced a recurring fault with error 17. Initially, the system had been functioning well, but the fault began to occur. The customer attempted to clean the fiber cables and ports, but the issue persisted. The technical support engineer reviewed the logs and confirmed the presence of error 17, as well as error 307. There was no report of patient involvement.